Event description:
The surgeon reported that a revision was performed due to a fractured stem.

Manufacturer narrative:
The device is not available for evaluation. If additional info is provided, the evaluation results will be submitted in a supplemental report.